Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple occlusion alarms occurred. Infusion site changes were performed and the occlusions continued. The customer's blood glucose (bg) level was 273mg/dl and manual injections were administered to address the bg level. A test bolus was delivered, while the customer was disconnected from the pump, and no occlusion alarm occurred indicating the pump was performed as intended. The contact declined to remove the customer's infusion site to inspect the cannula for any damage. Reportedly, the customer reverted to manual injections for insulin therapy. Tandem technical support attempted to follow up with the contact multiple times to ensure no additional occlusion alarms occurred; however, no response was received.